Event description:
It was reported that the customer passed away. According to the mother she never wore it, but she may have be confused with the pump actually is. The mother stated that the customer passed away due to a combination of throat cancer that eventually blocked his lungs and diabetes. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm test. Unit was received without the original battery, broken reservoir tube, tube lip and tube threads, scratched display window and missing end cap sticker.